Event description:
It was reported that the pump touch screen was missing pixels. There was no reported adverse effect to the customer's blood glucose level. Customer will continue to use current pump. It was also reported that unspecified alarms occurred. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.